Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. There were no challenging anatomical issues. The first clip (10303895/14) was easily implanted during the first grasping attempt and the mr grade was reduced to 3. The clip then detached from the posterior leaflet and the mr grade returned to 4+. The clip delivery system (cds) was removed; however, some resistance was noted with the keyway of the steerable guiding catheter (sgc 10303155/25). A new cds (10303895/12)was then attempted to be inserted into the sgc, but could not be inserted through the keyway. The sgc was removed and replaced. The same cds was then used successfully with the new sgc. The clip was implanted without issue and the mr grade was reduced to 2+. A third clip was then implanted and the procedure was completed. The mr grade was reduced to 1-2 with the implantation of 3 clips. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter (10303155/23), lift, support plate, stabilizer. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The steerable guiding catheter referenced is being filed under a separate medwatch report.